Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the issues with the reservoirs in this last shipment with air bubbles and getting them out. The customer¿s blood glucose was unknown at the time of incident. The customer also state that because of this they had to scrap several reservoirs and customer was now short of supplies and going to run out before next shipment. The reservoir will not be returned for analysis.